Manufacturer narrative:
Corrected: d3 - mfg establishment name one device was returned for analysis. Review of the event history log (ehl) showed a primary audible alarm post. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a speaker. The speaker was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an acu watchdog failure/defective main board. No patient involvement.